Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported that this event involved a left femoral (insertion) puncture and the spring wire guide (swg) was inserted through the (needle) cannula. When the swg was placed correctly, the cannula was removed. The catheter was advanced over the swg and well placed. However, when the physician attempted to remove the swg it was impossible due to the swg became stuck in the catheter. The catheter and the swg were removed simultaneously. As a result, another swg was inserted over that wire and then the catheter was inserted successfully in the pt. The outcome of the pt is "ok." There were no pt complications or delay in therapy reported. No intervention required. Additional info received on (B)(6) 2011 from the complaint coordinator in teleflex (B)(4) stated this swg unraveled, but was removed intact.